Manufacturer narrative:
Correction: disregard file, device is no longer a suspect per failure investigation. The customer's report has been captured under manufacturer report number 2016493-2020-01096.

Event description:
It was reported there were device system errors. "Patient ID is invalid" error message occurred on the "yellow" screen when staff was entering in a valid patient ID. On the "green" screen it is reported that the error message "network comm error" also occurred on the same modules at the same time. It was noted that both error messages on all involved modules occurred before patient use. Per the reporter, the pumps involved appeared to be missing the network configuration file. After the network configuration file was uploaded to the pumps the "patient ID is invalid" no longer occurred on all involved modules.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported there were device system errors. "Patient ID is invalid" error message occurred on the "yellow" screen when staff was entering in a valid patient ID. On the "green" screen it is reported that the error message "network comm error" also occurred on the same modules at the same time. It was noted that both error messages on all involved modules occurred before patient use. Per the reporter, the pumps involved appeared to be missing the network configuration file. After the network configuration file was uploaded to the pumps the "patient ID is invalid" no longer occurred on all involved modules.